Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported obtaining inaccurate high readings of ¿400, 415 and 450 mg/dl¿. The patient claimed that on the morning of (B)(6) 2013 he obtained an elevated reading of ¿450 mg/dl¿. The patient informed the csr that he manages his diabetes with a combination of oral medication and insulin. The patient stated that he took his oral medication and administered his insulin (type and dose not known) after testing with the subject meter. The patient reported that afternoon he took another pill. It is not known if the patient tested his blood glucose with the subject meter prior to taking the medication. The patient reported feeling ¿bad and sweaty¿ that afternoon. In response to the symptoms, the patient claimed he went to the hospital. The patient stated that his blood glucose registered ¿40 mg/dl¿ when tested with the ER/hospital meter. The patient reported that he was treated with chocolate and stated his blood glucose registered ¿70 mg/dl¿ when he was re-tested after receiving treatment. At the time of troubleshooting, the csr noted that the patient was unable to confirm if the patient was using test strips that were not expired and/or past their discard date. In addition, the csr noted a control solution test was not performed on the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient was reportedly treated for severe hypoglycemia by an hcp after obtaining alleged inaccurate high readings with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.